Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, new mouthpieces (maj-674s) were taken out of the box and 10 mouthpieces (maj-674s) were autoclaved together before the first use. After autoclaving, the sterilization bag containing the 10 mouthpieces was checked, and the facility pointed out that white powder seemed to have come out from the mouthpieces in the bag, and that a powder-like material was found adhering to the sterilization bag. When the initiating requestor checked the actual product, rather than seeing a defect in the mouthpiece itself, it was observed that the shape of the mouthpiece remained clearly visible on the inner transparent part of the sterilization bag, like rain marks, and it was confirmed that the part was slightly stained white. It was also reported that rather than the powder itself being visible, very stained traces from the mouthpiece appeared to adhere to the inside of the sterilization bag in the shape of the mouthpiece. There were no reports of patient involvement.